Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the lancet holder was damaged on the patient's onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine due to the alleged issue. It is also not known if the patient continued testing his blood glucose with another device. An hour after the start of the alleged issue, the reporter claims the patient felt symptoms of "low sugar." Specific symptoms were not mentioned. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the correct lancets were being used for testing. There was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the reporter claims the patient developed symptoms suggestive of a serious injury due to not being able to test his blood glucose due to a broken lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.